Event description:
The manufacturer received information alleging a ventilator alarmed for a depleted battery while in use with ac power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac power cord was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the ac power cord. The ac power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the ac power cord failing was due to an open condition.